Event description:
Vicryl sutures used to close a left wrist/hand wound after surgery. Sutures caused an allegic reaction, itching, redness, fluid pocket, pus, wound wouldn't close in spots. Causing 6 week delay in rehab and requiring add'l surgery for debridement.